Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that boot up issue. Review of the logfile confirms the malfunction system won¿t start and the cause was found to be host pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the flex pc hdd cannot read and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that hdd had failure, it wasn´t possible to reload the software or restore ghost. The fse replaced the hdd and reloaded the software. The fse also found no communication with geo pc because the ethernet switch had not been supplied and confirmed the issue to be caused by power supply. To resolve the issue fse replaced the power supply. The defective part was sent for analysis, for power supply failure was confirmed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.